Event description:
It was reported that this pacemaker system was suspected of loss of capture (loc) on the right atrial (ra) lead. The health care professional (hcp) called technical services (ts) and requested a review of the presenting electrogram (egm). It was noted that the presenting egm appeared to show the device failure to capture the patient intrinsic threshold. Ts recommended further evaluation and device reprogramming. The ra lead remains in service. No adverse patient effects were reported.